Manufacturer narrative:
Visual inspection of the returned iunihg certain® gold-tite® hexed screw by the complaint investigator has confirmed that the device has fractured on the threads of the screw. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause cannot be determined. (B)(4)

Event description:
The doctor has indicated that the screw fractured during placement. All pieces of the broken screw have been retrieved. The patient has been rescheduled to complete the procedure.